Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The baton was replaced and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton produced a flickery image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.